Manufacturer narrative:
The devices associated with this report remain implanted and therefore, not returned. A complaint database search finds no other reported incidents against the stem product/lot combination since its release for distribution. A lot code was not provided for the trial head reportedly left in the pt. As designed, since 12/2005, the 2531-51-000 trial head includes an x-ray wire to make trials easier to locate if loose in the wound. Additionally, a suture hole is present to allow a surgeon to secure the trial head to the stem or surrounding tissue during trialing. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
During a primary tha, a small crack was noted on the calcar and a cable was placed. During trialing with the femur stem and a +4 10d liner in place, the 36 mm 1.5 articuleze head trial popped off the stem and was lost in the anterior tissues of the pt. The doctor was unable to retrieve the trial. It was elected to leave the trial behind, within the pt.